Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the olympus gastrointestinal videoscope the biopsy channel, air/water(a/w) channel had 150 colony forming units (cfu), suction channel had 93 cfu, of an unspecified organism. On 10mar2026 the device was sampled again, the a/w channel had 75 cfu, suction channel had 30 cfu of an unspecified organism. Sampling of the a/w and suction channels were collected on 24mar2026. The a/w channel had 15 cfu, and suction channel had 150 cfu of enterobacteriaceae. The suction channel was sampled again on 21may2026 and 150 cfus of of unknown organism was found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.